Manufacturer narrative:
Method: materials and chemistry evaluation. Result: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and risk analysis (sra). The DHR was reviewed and indicated no anomalies that could have contributed to the customer's experienced issue. The unit met specification at the time of its release. The fmea was reviewed and confirmed the risk priority number (prn) is within acceptable limits. The sra was reviewed for exposure to toxic or corrosive material and was determined to be a "low" risk. No parts were returned for further evaluation. The assignable cause of the mist/haze issue was most likely due to the catalytic converter and the oil mist filter. After the part replacements, the unit was returned to specifications. The issue was resolved at the customer facility. The issue will continue to be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor was confirmed. A corrective maintenance was performed and the catalytic decomp filter, and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(4) 2015.

Event description:
A customer reported an event of a "white fog" (haze/mist/vapor) emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off. The customer aerated the area until the mist dissipated. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.